Event description:
The manufacturer received a report from a patient who reported using a recertified dreamstation auto CPAP device and claims that it is causing him to cough up black particles daily. The patient stated that the issue has been gradually worsening, with the particles appearing in his sputum. He indicated that no particles were found in his humidifier or tubing. The patient also mentioned using an ultrasonic cleaning device to clean his chamber, mask, and tubing on a daily basis, and that he uses tablets in the water for cleaning. The patient expressed frustration regarding the need to go through his durable medical equipment (dme) provider for a warranty replacement and stated that he had terminated his relationship with the dme. Additionally, the patient mentioned the intention to consult a lawyer and refused to answer further questions before disconnecting the call. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.